Manufacturer narrative:
The evaluation has not been completed. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a fistula declot procedure the pressure gauge on the inflation device did not work but the user observed under x-ray that the balloon was being inflated. The user discontinued use of the device and replaced it with a new device. No harm or injury was reported.